Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the 2.7mm cannulated drill bit within the ar-1788j-cp internal brace kit broke inside the patient. The broken piece was removed from the patient, and the case was completed by using another drill bit.